Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. The final customer lot was identified, eight 23 ga valve entry component lots were used to make up the final lot. A device history record (DHR) review for each of the 23 ga valve entry lot was conducted. One lot was reprocessed for an anomaly that did not contribute to the customer complaint. The device history record review did not point to a root cause because the lot was reprocessed and the product released met manufacturer acceptance criteria. No anomalies were found in seven of the lots. Because no sample was returned and the device history review of the lot number provided indicated product was released according to manufacturer acceptance criteria, the root cause for the defect experienced by the customer cannot be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported trocars issues during an emergency vitrectomy, removal of silicone oil from anterior chamber. The leakage around the ports occurred at the beginning of the surgery and the eye became soft very quickly. The surgery was completed with injection of more silicone oil. The surgery was completed with no patient harm. Additional information has been requested. This is one of two reports being filed for the same facility. This report is for the female patient who underwent surgery on (B)(6) 2015.